Manufacturer narrative:
The investigation of the returned web system found the implant separated from the delivery system. The implant was not returned for evaluation. The device passed continuity and resistance testing. The heater coil was found burnt and the tether was found melted, indicating the device did experience thermal activation. However, the heater coil¿s forward and backward winds were found to be touching. The heater coil winds touching will cause the system to short, which would lead to the inability to detach as described in the reported event. The controller used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review for the same batch: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Review of the device¿s risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. Warnings advance and retract the web embolization device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the web embolization device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the web embolization device. Rotating the web embolization device may result in damage or premature detachment. The web embolization device cannot be detached with any other power source other than a web detachment control device. Ensure that at least two web detachment control devices are available before initiating an embolization procedure - instructions for use detachment of the web embolization device 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the web embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the web embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not web embolization device movement. If the web embolization device does not detach, push the detachment button again. If the web embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the web embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the web embolization device remains within the microcatheter.

Event description:
It was reported that during the procedure, the web device was deployed, the via catheter was retracted, the web device was detached, and the pusher wire was removed from the catheter. When the physician retracted the via catheter, something remained attached to the web device and caused the web to be pulled slightly out of the aneurysm. The physician then inserted a wire into the via catheter, and under fluoroscopic imaging it was observed that the via catheter detached from the web device. The case was subsequently completed without further complication. The patient was reported to be stable.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during the procedure, the web device was deployed, the via catheter was retracted, the web device was detached, and the pusher wire was removed from the catheter. When the physician retracted the via catheter, something remained attached to the web device and caused the web to be pulled slightly out of the aneurysm. The physician then inserted a wire into the via catheter, and under fluoroscopic imaging it was observed that the via catheter detached from the web device. The case was subsequently completed without further complication. The patient was reported to be stable.